Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once the product is returned and investigation is complete.

Event description:
A customer reported they received the following erratic readings on their blood glucose meter within 10 minutes: 110 mg/dl and 20 mg/dl. Results were plotted on a parkes error grid and fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.